Event description:
Pt noted a mass on the left lateral ankle approx 5.5 months after atfl (anterior talofibular ligament) repair with orthadapt bioimplant and 8.5 months after percutaneous reduction of trimalleolar ankle fracture with multiplanar external fixation and bone graft application. The mass was excised 2 weeks later and subsequently the bioimplant was removed.

Manufacturer narrative:
After creating a channel between the distal anterior fibula and neck of the talus, the orthadapt bioimplant was then passed through the channel in the approximate anatomic direction of the anterior talofibular ligament. This was proceeded by insertion of anchors into the distal anterior fibula and neck of the talus. The bioimplant was then sutured down into place through the 2 stab incisions, and was tightened into place with the foot in slight eversion and dorsiflexion. This is an off label use of orthadapt bioimplants. The bioimplant is not indicated for use in ligaments or load bearing/structural applications. The assessment based on the info provided by both the physician and the pathology report indicate the event was caused by the bone graft material triggering the mass formation. The off label use of the bioimplant in this procedure cannot be ruled out as a contributor to the event. The product lot number was not provided to the MFR. The MFR of the device at the time was pegasus biologics, inc.